Manufacturer narrative:
(B)(4).

Event description:
The patient called and reported that the lead had cracked. Additional information has been requested and not yet received. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had oversensing and noise due to a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076 lead, implanted: (B)(6) 2005. (B)(4).